Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope appeared to have a cracked lens. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Event description:
The customer also reported that the image was dark. The procedure was a laparoscopic cholecystectomy. There was no delay with the procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, no deviation of the light transmission is identified, but the reported dark image is confirmed. Olympus assumes that the repair refers to the dirt under the cover glass of the outer tube which causes a dark and blurry image. Furthermore, a damaged cover glass at the outer tube is not confirmed. It was presumed that dirt under the cover glass is probably residues of adhesive. These residues are caused by the bent outer tube. A definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.